Manufacturer narrative:
It was reported that following intubation, the cuff of the sheridan endotracheal tube failed to maintain inflation. Prior to use, the cuff and pilot balloon were checked and appeared to hold pressure. However, after intubation and application of pressure, the pilot balloon and cuff lost pressure, resulting in loss of cuff seal. The endotracheal tube was exchanged. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that following intubation, the cuff of the sheridan endotracheal tube failed to maintain inflation. Prior to use, the cuff and pilot balloon were checked and appeared to hold pressure. However, after intubation and application of pressure, the pilot balloon and cuff lost pressure, resulting in loss of cuff seal. The endotracheal tube was exchanged.